Event description:
(B)(4) is the initial importer of the device which is a respiratory accessory of 25 foot tubing. (B)(4) was notified by this event through a medwatch report number 101545-2018-00007 which codes device issue as : problem associated with the use of the device in terms of nonconforming to that device's intended use, specifications, procedure and process or service instructions and information provided by the device manufacturers and an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. Patient exited the car unassisted with oxygen tubing wrapped around his legs and sustained a fracture of the right hip due to his fall to the ground. Patient was taken to the hospital where he remained until death two days after the fall.